Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, at implant, this implantable cardioverter defibrillator (ICD) and an right ventricular (rv) lead from another manufacturer exhibited high out of range shock impedance measurements. The lead header connection was checked and no anomalies were noted. Boston scientific technical services suggested delivering 1.1 joule and 41 joule shocks to test the lead integrity. It was determined that the distal coil of the rv lead was bad. A new rv lead was implanted. This ICD remains in service. No adverse patient effects were reported.